Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead could not be fixed in the right atrium despite multiple attempts. The lead was not used and replaced during the procedure. The patient was in stable condition.